Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 828-090 and 510k# k964275 is approved for sale in us. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with kyphosis underwent vertebral column resection at th10-il. Post-op, rod broke due to which patient underwent a revision surgery for replacement of the rod. Patient also had unsuccessful bone union. No patient complications were reported after revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.